Event description:
A pt reported they were unable to test on their meter while exhibiting symptom of shakiness. Their fasttake meter allegedly had no power. There was no result on thier meter. There were no other tests or comparisons. No treatment. No further info has been reported.